Event description:
The provider states the unit isn't alarming at all not even on start up.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.